Event description:
A malfunction alarm identified as malf 9 was reported. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue arose again.